Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER); however, no specific event dates or details were provided. Reportedly, the customer's mother believed that "there was something wrong with the pump"; however, they did not provide additional detail. Customer reverted to insulin injections for diabetes management. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.